Event description:
Additional information was received from the patient. It was reported that stepping away from the x-ray resolved the issue. No further complications were reported or anticipated

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when she went to the orthopedist (she had a new knee as well), she had to take a standing x-ray and she got sudden impulses, thousands of volts of electricity running through her to the point where she was unsteady and had to step away. The patient reported that there must be something magnetic in the x-ray and the tech said there wasn't. The patient reported that the orthopedist said there was because when it rolled up and down those were magnets in there. The patient reported that they should warn people with stimulation that there were magnets so they know. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on (B)(6) 2017. The hcp reported that the patient had not been seen in their office since (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.